Manufacturer narrative:
Pump received with blank display due to moisture damage to the electronic devices noted.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and there was no visible water or fluid in it. No harm requiring medical intervention was reported. The device will be returned for analysis.